Event description:
It was reported the screen images are progressively deteriorating. There are lines through the images, and the color changes when applying the stylus. The screen also went black prior to use of an analyzer. The radiofrequency (rf) head was also returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there were lines through the images, and the color changes when applying the stylus. It could not be confirmed that the screen went black prior to use of analyzer. (B)(4): analysis found that the uplink and electromagnetic functional tests were out of specification, as a result the cable was replaced.